Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise. It was noted that the patient had a surgical procedure that day. Both of the leads remain in use. No patient complications have been reported as a result of this event.